Event description:
Customer reported a cartridge change error in the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on customer's blood glucose level. To resolve the issue, customer attempted to reload the cartridge multiple times until success, and technical support replaced the pump.